Event description:
It was reported that the patient presented for a follow up in clinic. The patient's right ventricular (rv) lead exhibited elevated capture threshold. The lead was capped and replaced (B)(6) 2021. The patient was stable.